Event description:
I just type 3000 words and lost the document so I'm having to start all over again the gist of it is that while the FDA appears to be issuing warnings and box labels on breast implants there just needs to be more done for women like me who have fought for a whole year to get approval to have my implants taken out only to be told that one of the scar capsules needs to be left in so that my body could quote" re absorb it. Now I'm having to pay (B)(6) out of pocket to an outside plastic surgeon to take out both implants, the right side of which is causing me pain due to contracture. She will be taking out both capsules which he states and he is an expert that the toxins from the implants leech into the capsules and then leech into our blood, and immune system causing all of the symptoms that I for one have been experiencing. I now realize other women hundreds of women if not thousands are experiencing the same symptoms and it just goes to show that there is something to all this. I am still waiting for my health insurance companies plastic surgeon who has authorization to do the explant on me to call me back in regards to my concerns of him wanting to leave one of the capsules in. I have emailed and called both the plastic surgeon and my health care doctor regarding my other symptoms other than pain but if there are other symptoms other than pain they will not listen to you. They have not listened to me and want to just treat each symptom and I refused to undergo years of different blood work tests and studies that other women have had to go through and have decided just to get my implants out because after all my research I have come to the conclusion that getting them out is the best route. I went for a routine mammogram a couple years ago and mentioned all of my health symptoms and breast implant illness to the tech and was told that I'm not crazy that other women with the same symptoms who have returned with no implants meaning they got them taken out, report feeling 100% better. I have now had two different mammogram technicians tell me the same thing. Since 2018 I have had a weird rash that has not gone away. I first got my implants in 20 years ago. Shortly after I got them in, I started experiencing weird episodes of near fainting, bad headaches and shaking for which I had to call 911 several times and my husband thought I was going crazy. I had to have a brain cat scan and things were really bad with me. It wasn't until I saw a video about a year-and-a-half ago of a woman talking about breast implant illness who had the exact same symptoms I had, after she had her implants put in that I realized it was my implants making me sick. After the near fainting episodes and headaches seem to subside somewhat I went on with life as usual the best I could; however, I would get sick often and someone wants, did that I should get checked for cancer. I soldiered on and symptoms never completely went away they came and went. Every health problem that would creep up I just attributed to either working hard, stress, or just life in general. I had no idea what was going on. I managed to get a black belt in taekwondo at age (B)(6), it was the healthiest I've had ever been in a doctor in a hospital wants told me I had champion blood. By the way I was in that hospital that day because I had a weird episode of extreme pain near my uterus which ended up being some kind of a bowel problem. Test all came back normal. Other women with weird symptoms also have tests that come back normal they just have things that creep up or happened to them that are unexplained. Other symptoms I have been experiencing include fatigue, weight gain, hair loss, headaches, dizziness, memory loss, dry mouth, and eyes, and other things. I shouldn't have to fight so hard with my insurance company to get these things taken out the right way. It appears the problem is that they will not diagnose anyone with breast implant illness. Much more needs to be done on this issue. The specific diagnosis of breast implant illness needs to be recognized by health professionals. There should be a standard of care whereby a patient's history and symptoms are looked at and perhaps a few blood tests and studies done to where the patient is not having to go through years and years of probing and health problems or disability; 20 years ago when I first got the breast implants put in, I certainly was not made aware of all the toxins that would be poisoning my body. Other patients who have implants such as I need a plant or kidney and plant whose bodies reject them are treated the doctors know what's wrong with them yet when it's a breast implant issue; oh no we need to steer far away from that one and only address it if the patient is having pain quote end quote. I appreciate the FDA is it showing box warning labels and what not, however where is the panel of doctors and experts that actually know about this illness. Are they being consulted and are they being taken seriously. Because in my own experience, I am being straight-up ignored every time I mention breast implant illness or any other symptoms besides pain. This is unethical especially when patients like myself suffer for so many years. How many more congressional hearings does their need to be. Thank you. FDA safety report ID # (B)(4).